Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an unspecified quantity of homechoice cassettes. This occurred during the initial drain step of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event and noticed air in the supply line. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the hp in ending the therapy session on the device. The hp was unable to start over with new supplies. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.